Event description:
It was reported that the pulse generator was in backup vvi mode during a follow up visit. Battery data measurements could not be obtained. The device was explanted and replaced.

Manufacturer narrative:
Na